Event description:
This case involves a 71 year old patient who was postop four (4) days from bowel surgery. The patient had a jackson pratt drain in the surgical wound and the surgeon attempted to remove the drain. The surgeon documented that very "gentle " pressure was exerted on the drain yet a piece of the drain broke off and was left in the patient. The patient was taken back to surgery to retreive the piece. The drain had been sutured to the fascia which may have contributed to the breaking. The surgeon through that the drain may have been faultydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.